Event description:
It was reported that the patient underwent a lateral lumbar fusion at l2-3, l3-4, l4-5 using rhbmp-2/acs placed inside of a peek cage. Additionally, on (B)(6) 2011, the patient underwent a second stage surgery, which consisted of a transforaminal lumbar fusion from t12 to the sacrum using rhbmp-2/acs combined with allograft, placed inside of a peek cage. Following the surgeries, the patient developed worsening pain. Consequently, the patient underwent additional imaging. Subsequent CT scans demonstrated that the patient had developed ectopic bone growth. The patient required an additional surgery to correct an extruded cage. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.